Event description:
A report was received that after a revision (MFR report #: 3006630150-2014-03104), the patient¿s remote control (rc) had difficulty communicating with the ipg and had difficulty charging the battery. The patient will undergo a procedure wherein the ipg will be replaced.

Event description:
A report was received that after a revision (MFR report #: 3006630150-2014-03104), the patient¿s remote control (rc) had difficulty communicating with the ipg and had difficulty charging the battery. The patient will undergo a procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The physician did not suspect device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.